Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-03-10; clinical (hcp, sdy): information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that, when the patient would lay on the bench for a bench press, they would get a shocking/jolting sensation. After they changed positions, the sensation would go away. This issue was noted to be resolved as of (B)(6) 2019 without any interventions or diagnostic methods performed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was updated that there was an intervention, which included device interrogation.